Event description:
The customer reported that the insulin pump had a spot in the middle of the screen and he can't see anything except the op and the sides of the screen. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.